Event description:
Wire would not pass through monorail system, it wouldn't push through the port. Doctor struggled with it a bit and it seemed to pop through. But he decided not to use it for fear that the wire was poking through as it has done in the past. Used another one. The 2nd device used seemed to not fit through the guiding catheter. So another 7fr catheter was used which seemed to work.